Event description:
Synthes clinical affairs was notified of a study pt who experienced pseudoarthrosis after cervical fusion. Pt was fused at c5-c6 and subsequently underwent anterior c6-c7 fusion with small stature plate and depuy interbody bone graft spacer for treatment of adjacent level disc herniation. The pt underwent posterior c6-c7 fusion with instrumentation and right-sided iliac crest bone graft for treatment of pseudoarthrosis.

Manufacturer narrative:
No part number or lot number of device provided. Investigation could not be completed, no conclusion can be drawn. No device returned, and no lot number provided. Device history record review could not be completed without a lot number.